Event description:
The pt contacted lifescan alleging that their one touch ultra smart meter was reading inaccurately high. The medical affairs specialist spoke with the pt in 2005. The pt and a family member are physicians and familiar with diabetes treatment. The pt owned the reported meter for approximately 2 months. They use an insulin pump and adjust their novolog insulin dosage based on their meter readings and carbohydrate ingestion. They test with the meter 10 times per day. They stated that they had several episodes of hypoglycemia. Their most recent hba1c result was 5.2. On one occasion, they tested with the meter and obtained a result of 89 mg/dl on the reported meter compared to a lab test result of 32 mg/dl conducted within 10 minutes of each other while they were diaphoretic. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. On another occasion, they took insulin based on their pre-lunch meter readins; they didn't recall the specific result. They ate lunch as planned. At about 4:00pm, they became hypoglycemic and had convulsions. A family member called emt. A result of 30 mg/dl was obtained on the emt meter. A result of 79 mg/dl was obtained on the reported meter within seconds of the emt meter test. They were treated with a glucagon injection. A control solution test was performed, which fell within the specified control solution range. The quality control test passed; however, the meter blood glucose results referred to above appear to have been inaccurately high. The pt based their insulin dosage on a meter result, which may have been inaccurately high and they experienced hypoglycemia about 4 hours later. There is an indication that the product contributed to the pt experiencing injury and medical intervention. The event meets the criteria for a medical device reportable as an adverse event. The meter was replaced. The pt stated that they received the replacement meter and is returning the reported meter to lifescan.